Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 650cc mentor memorygel breast implant and experienced right-sided grade IV capsular contracture, device extrusion, and surgical intervention postoperatively. A few days before the patient had a consultation with her surgeon on (B)(6) 2021, the patient was running and suddenly experienced right-sided breast pain. The patient¿s surgeon stated her right inframammary incision appeared red and slightly indurated. The patient was prescribed with antibiotics at the consultation. On (B)(6) 2021, the patient had another consultation with her surgeon. The patient thought that her right inframammary incision was getting better. However, her surgeon stated that the patient was experiencing right-sided device extrusion. During the consultation, a small amount of serous drainage was taken from the patient¿s right breast for testing. The culture¿s test result was negative. As a result, the patient underwent unilateral removal and replacement with a 650cc mentor memorygel breast implant (right catalog #: shpx650, right serial #:(B)(4) ) on (B)(6) 2021. The patient¿s surgeon stated that inflammation in the right capsule was observed. The patient¿s symptoms were improved after the surgery. However, the patient was advised to keep taking antibiotics for sometime.

Manufacturer narrative:
On 17-jun-2021, the suspected medical device was returned for evaluation. On 23-jun-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).